Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 30-sep-2024. Investigation summary: bd received four photos and six samples for investigation. The customer photos depict an activated device with front/rear sample separation. Functional tests were conducted on the six returned samples to assess the activation of the safety mechanism. All samples passed the tests as they were able to be activated properly with no separation or breakage. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: breaks off. The root cause was determined to be a machine not orienting properly causing a misalignment of the front/rear barrel. This issue was identified using the production tracker. The correction was performed by adjusting the sensor position and verifying correct orientation. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, one (1) device fell apart when the phlebotomists activated the safety device upon completion, and it almost stuck her.

Manufacturer narrative:
D.2a. Common device name: blood specimen collection device; intravascular administration set. D.2b medical device type: one additional code applies; jka. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® push button blood collection set, one (1) device fell apart when the phlebotomists activated the safety device upon completion, and it almost stuck her.